Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that there were thirty-two (32) 8100 large volume pumps with dim segments on the keyboards and they needed to be replaced. There was no reported patient involvement.